Event description:
Instrument failure - due to the surgeon noticing a small metal object near the acetabulum component, during the routine post operation x-ray. Upon further observation, it was determined that the metal object was the locking ring off an acetabulum trial liner. The surgeon determined that the object was not a risk as is and would be monitored.

Manufacturer narrative:
The reason for this complaint is to report the acetabulum trial liner's locking ring was noticed during a post operation x-ray near the acetabulum component. This event occurred during surgery. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. The acet trial liner was not released by the hospital. When the reported event occurred the instrument may have been in service for over 2.8 years. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. Summary of complaints: 1 for fit, 1 for missing component, 1 broke/cracked/damaged. There are no previous investigations against this lot. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.